Event description:
System exhibited both atrial and ventricular non-capture. Reopened pocket and both leads were dislodged. The atrial lead was sitting in the ventricle. The doctor preferred to use active fixation leads on this bypass pt. The current leads were explanted and a new setrox s 45 and setrox s 53 were implanted in the atrium and ventricle, respectively. Pt is doing well.